Manufacturer narrative:
The company service representative examined the system and was able replicate the reported event. The company service representative reseated a controlled area network (can) connector. The system was then tested and met all product specifications. The system was manufactured on september 21, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to misalignment of a can connector. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that the system shut down during the irrigation/aspiration portion of a surgical procedure. The system was rebooted to successfully complete the procedure. There was no harm to the patient.